Manufacturer narrative:
One opened knife, in sheathing, in a bag with tyvek label was received for the report of slit knife was dull. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be functionally nonconforming, therefore the slit knife was dull was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knives dull during surgery. The surgery was completed on the same day after replacing the product with another one. The details of procedure was not reported. No patient impact was reported.